Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain. Swelling, clicking, and popping in his knee. A revision surgery is scheduled for (B)(6) 2013.